Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported by the customer ¿when prefilling and washing the catheter for groshong before catheterization, it was found that there was a leak on the tube wall about 1.5cm from the front end of the catheter, and a small trachoma was found on closer inspection. The operation details were inquired, and the operation details of the catheterization teacher were observed, and there was no problem about the unreasonable placement of sharp objects, and when carefully observing the catheter, it was found that the position of the supporting guidewire tip in the catheter was almost close to this trachoma, considering that it was possible that the catheter was squeezed in the package, causing the guidewire tip to pierce the catheter wall, resulting in trachoma. At present, it is calming the customer's emotions, and the customer finds an agent to replace a set of catheters to continue to complete the catheter for the patient."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of available complaint information and an evaluation of the available sample evidence, the following was concluded: the complaint of a leak was confirmed. The product returned for evaluation was one 4fr sl groshong catheter. Functional testing of the catheter found that a leak was present at the distal end of the catheter tubing before the 5cm depth marker. Microscopic inspection of the leaking area found that a longitudinally aligned tear was present. The fracture edges were jagged in the center and appeared to round in around the ends of the tear. These features ruled out the possibility of sharp instrument damage as the potential root cause. The catheter tubing was bisected to inspect the inner wall for evidence of stylet damage or any other internal damage. However, no damage to the inner wall, other than the tear previously identified, was observed. Insufficient evidence was found to conclusively determine the root cause. H3 other text : evaluation findings are in section h11

Event description:
It was reported by the customer ¿when prefilling and washing the catheter for groshong before catheterization, it was found that there was a leak on the tube wall about 1.5cm from the front end of the catheter, and a small trachoma was found on closer inspection. The operation details were inquired, and the operation details of the catheterization teacher were observed, and there was no problem about the unreasonable placement of sharp objects, and when carefully observing the catheter, it was found that the position of the supporting guidewire tip in the catheter was almost close to this trachoma, considering that it was possible that the catheter was squeezed in the package, causing the guidewire tip to pierce the catheter wall, resulting in trachoma. At present, it is calming the customer's emotions, and the customer finds an agent to replace a set of catheters to continue to complete the catheter for the patient."